Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone of been hospitalized a month prior to call. Customer had no memories or details of hospitalizations and declined troubleshooting, stating that low blood glucose was caused by him.